Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, prime test and displacement test. Insulin pump received stuck in the motor error loop during bolus and basal delivery. Unable to confirmed error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads, minor scratched display window and missing end cap sticker.

Event description:
Customer reported a motor error on her insulin pump during manual prime and bolus delivery. Customer's blood glucose was 111 mg/dl. There were no significant events leading to the alarm. Customer went through a full body scanner at the airport about a week ago. Customer does not use the sensor feature. Customer is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.